Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP device, that a patient stated had an upper respiratory infection affecting the vocal cords. The patient was prescribed prednisone and cefuroxime for the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.